Event description:
Went through the entire set-up and got error code 5. Plugged in a new device and it worked. Procedure was a lap gastric bypass. It was completed with another device of the same product code with no patient consequences.